Manufacturer narrative:
(Exemption number e2015033). (B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
A decrease in speech production and identification has been reported over the past 2-3 weeks. Patient is being monitored.

Manufacturer narrative:
(Exemption number e2015033). (B)(4). Additional information: based on the received information, damage to the active electrode is suspected i.e. Due to minute device mobility. To determine an exact root cause a device investigation would be necessary. Currently the device is still implanted, and there are no plans for re-implantation made.

Event description:
A decrease in speech production and identification has been reported over the past 2-3 weeks. No trauma has been reported or changes in health. The patient will be monitored monthly. There are no plans to re-implant the patient at this point in time.

Manufacturer narrative:
(Exemption number e2015033). (B)(4). Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems given in the patient report appear to match the damage found.this is a final report.

Event description:
The patient's school reported a decrease in speech production and identification over the past 2-3 weeks, in (B)(6) 2016. No trauma had been reported or changes in health.the patient had also experienced problems with the external equipment turning off, but after the external parts were replaced, the issue was resolved. The device has been explanted.